Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The customer reported that they received questionable results for a total of two patient samples tested for carcinoembryonic antigen (cea) and carbohydrate antigen 19-9 (ca 19-9). Of the two samples, one had an erroneous cea result that was reported outside of the laboratory. The sample initially resulted as 8.10 ng/ml on (B)(6) 2015 and this value was reported outside of the laboratory. The sample was kept frozen. The sample was later repeated on (B)(6) 2015, resulting as 4.87 ng/ml. The 4.87 ng/ml value was reported outside of the laboratory and the physician asked the laboratory to confirm the result. The sample was repeated on (B)(6) 2015, resulting as 8.22 ng/ml. Both the 8.10 ng/ml and 8.22 ng/ml values were considered to be correct. The patient was not adversely affected. Cea reagent lot number 180517 was used for the first and second measurements of the sample. The expiration date for this reagent was asked for, but not provided. Cea reagent lot number 185797 was used for the third measurement of the sample. The expiration date for this reagent was asked for, but not provided. The field service engineer noticed the presence of fibrin in the patient sample. A specific root cause could not be determined based on the provided information. The provided calibration and control data do not reveal any general issue with the products used as results are within specifications. The field service engineer found fibrin in the sample. The most likely root cause of the incorrect result is fibrin in the sample.